Event description:
It was reported that the right ventricular (rv) lead was oversensing, resulting in inappropriately categorized ventricular fibrillation (vf). The lead remains in use but is scheduled to be extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Two lead failure predictor episodes of <(><<)> 220 ms cycle length were recorded between (B)(4) 2013 and (B)(4) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594 implantable pacing lead (B)(6) 2002. (B)(4).